Event description:
The iab was inserted into the pt on 9/10/98 at 5:00 p.m. And removed on 9/12/98 at 1:00 p.m. The iab did not malfunction. The pt has an av fistula and required surgical repair. The pt went on to expire. The contact stated that the death was not a direct consequence of the iab or iab therapy. The iab was not returned to datascope. (Event complications: av fistula/required surgical repair-reported 9/15/98.) (Pt's current status: expired-reported 9/15/98.)